Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive nickel allergy') and device dislocation ('the right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis. On (B)(6) 2018: the analysis results were positive for nickel toxicity, which is one of the essure components. The allergy index value was 5.4, which is a positive allergy reaction. Concomitant products included levonorgestrel since (B)(6) 2010. In (B)(6) 2010, the patient experienced abdominal pain ("strong abdominal pain"), vulvovaginal candidiasis ("recurrent infections / recurrent candidiasis"), back pain ("pain in lumbar region") and abdominal discomfort ("abdominal discomfort"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), headache ("headaches"), peripheral swelling ("swelling of her lower extremities"), pelvic congestion ("significant pelvic congestion"), genital haemorrhage ("haemorrhages"), pelvic pain ("bilateral pelvic pain") and inflammation ("inflammation"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, abdominal pain, vulvovaginal candidiasis, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: bilateral pelvic pain and inflammation were added as event; new lab data added; essure removal method was updated to salpingectomy based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive nickel allergy') and device dislocation ('the right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis. (B)(6) 2018: the analysis results were positive for nickel toxicity, which is one of the essure components. The allergy index value was 5.4, which is a positive allergy reaction1. Concomitant products included levonorgestrel since (B)(6) 2010. In (B)(6) 2010, the patient experienced abdominal pain ("strong abdominal pain"), vulvovaginal candidiasis ("recurrent infections / recurrent candidiasis"), back pain ("pain in lumbar region") and abdominal discomfort ("abdominal discomfort"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), headache ("headaches"), peripheral swelling ("swelling of her lower extremities"), pelvic congestion ("significant pelvic congestion"), genital haemorrhage ("haemorrhages"), pelvic pain ("bilateral pelvic pain") and inflammation ("inflammation"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, abdominal pain, vulvovaginal candidiasis, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive nickel allergy') and device dislocation ('the right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis. (B)(6) 2018: the analysis results were positive for nickel toxicity, which is one of the essure components. The allergy index value was 5.4, which is a positive allergy reaction1. Concomitant products included levonorgestrel since (B)(6) 2010. In (B)(6) 2010, the patient experienced abdominal pain ("strong abdominal pain"), vulvovaginal candidiasis ("recurrent infections / recurrent candidiasis"), back pain ("pain in lumbar region") and abdominal discomfort ("abdominal discomfort"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), headache ("headaches"), peripheral swelling ("swelling of her lower extremities"), pelvic congestion ("significant pelvic congestion"), genital haemorrhage ("haemorrhages"), pelvic pain ("bilateral pelvic pain") and inflammation ("inflammation"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, abdominal pain, vulvovaginal candidiasis, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate to record # es-bayer-2018-221771 to which all information will be transferred, then this duplicate record # es-bayer-2020-014110 will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive nickel allergy') and device dislocation ('the right side device appears displaced towards her torso') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and thrombosis venous. Concomitant products included levonorgestrel since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("strong abdominal pain"), vulvovaginal candidiasis ("recurrent infections / recurrent candidiasis"), back pain ("pain in lumbar region") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), headache ("headaches"), peripheral swelling ("swelling of her lower extremities"), pelvic congestion ("significant pelvic congestion") and genital haemorrhage ("haemorrhages"). The patient was treated with surgery (essure removal and hysterectomy/adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, abdominal pain, vulvovaginal candidiasis, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion and genital haemorrhage outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, pelvic congestion, peripheral swelling and vulvovaginal candidiasis to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.